Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak with a combiset was discovered approximately one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the tubing connector where the bloodline tubing exits the blood pump. There was no defect or damage seen on the combiset, nor were any loose connections observed. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The blood leak was initially addressed by taping the tubing, however the leak persisted and treatment was eventually restarted on the same machine and completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: although the user facility initially reported that the complaint sample was available to be returned, the complaint sample was not received by the manufacturer. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed in the absence of the complaint sample, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.